Event description:
Pt's pump has an increased daily flow rate than originally calibrated. Pt will get the same dose of fudr delivered over 12.7 days rather than 14 days and pump will have to be refilled more often. The other alternative is to take the pt back to the or and replace the pump.